Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) old male pt who was in cardiac arrest, the device displayed a "poor pad contact" message. The complainant alleged the medics attached a second set of electrode pads to continue treating the pt and the same message appeared on the display. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.